Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device had no telemetry. The device case was opened, and the battery was removed from the circuit to assess the rate of battery depletion. The measured current drain was normal. The device could not be interrogated due to the low battery, which was caused by a large number of charges and shocks delivered during the life of the device.

Event description:
This report is being filed to provide product investigation results.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room with a heart rate in the 20 to 30 beats per minute (bpm) range. The device was not pacing and could not be interrogated. It was noted that the device had previously been programmed to electrocautery mode as to avoid inappropriate therapy due to a non boston scientific right ventricular (rv) lead fracture. The device had also been programmed to maximum rv outputs due to elevated rv threshold measurements in the past. Premature battery depletion was alleged. The patient was provided with temporary pacing. A request was made to have data from this device analyzed. Data analysis noted that the programming of electrocautery mode would suspend the daily battery status classification. The device was explanted and replaced. No additional adverse patient effects were reported.